Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2016, the rv capture threshold measured 2.5 volts and consistently measured 2.5 volts.

Event description:
It was reported that during a device replacement procedure, it was observed that the right ventricular (rv) lead exhibited high thresholds and an intermediate increase in threshold in the trend data. A lead issue was suspected. During the procedure, the rv lead was abandoned in the patient and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.